Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's father reported via phone call that customer had a blank screen display when attempting a temp basal. Batteries were changed and customer received a battery out limit alarm. Customer's blood glucose was 160 mg/dl. After troubleshooting, display screen did return. Troubleshooting was also performed for battery out limit alarm. Customer was advised that insulin pump would need to be replaced and battery cap would be replaced.